Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow-up will be submitted when the evaluation is complete.

Event description:
During a breast biopsy procedure, the biopsy needle in use was unable to retrieve any tissue samples, despite multiple attempts. A replacement needle was used to complete the procedure successfully. No reported injury.

Manufacturer narrative:
The suspect device was returned for evaluation. The complaint was confirmed. The root cause could not be established. A search of the complaint database was performed and 8 similar complaints for this lot number was found. The device history record was reviewed, and no exception documents were found.